Event description:
From additional information received, it was reported that the medical records state one screw was prominent, anteromedial on the tibia and was removed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: medical records: unknown screw, catalog # unknown, lot # unknown. Multiple MDR reports were filled for this event: 0001822565-2020-03947. Reported event was confirmed by review of medical records provided. Device not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review found pain and left knee swelling, also experiencing instability, rom -3-115°, unsteady antalgic gait, x-ray review: asymmetric positioning of tka with varus alignment, dx: unstable tka due to poly wear. Hinged knee brace and cane for stability. Fractured poly removed. One screw is prominent, anteriomedial on the tibia and this was removed. Tibial and femoral components well-fixed and left in place. New poly placed without complication. X-rays were provided and reviewed by a health care professional. Review found loss of joint space in the medial compartment as well as subtle lateral subluxation of the tibia with respect to the distal femur, resulting in minimal varus alignment of the knee. These findings are nonspecific, but can be seen with polyethylene lining disruption (wear, disassembly, or fracturing). Bone quality appears normal. No signs of loosening, radiolucency, or additional contributing factors. No backed out screws detected. Medical records review indicates there is a prominent screw was removed. Follow-up and x-ray review were unable to confirm whether the screw backed out of the tibial tray. Screw could possible have create a stress riser which lead to the articular surface fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Initial left knee arthroplasty performed approximately 22 years ago. Subsequently, the patient was revised on last month due to pain, swelling, polyethylene wear, and instability. During the revision procedure, the poly was noted to be fractured. This was replaced without complication. Tibial and femoral components well-fixed and left in place.